Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right master tool manipulator (mtm). The fse recalibrated the new mtm and the system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The mtm was analyzed and the reported failure was able to be reproduced during visual inspection.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the right master tool manipulator (mtm) clutch was not working. The surgeon was using another surgeon side console (ssc) to complete the procedure. The technical support engineer (tse) viewed logs but current system showed that it was not in surgery. The procedure was continuing with no reported injury.